Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information has been provided. Performance data was reviewed. Data investigation confirmed the alerts leading up to the signal loss were working as intended, high alerts come in as expect and acknowledged, snooze feature was disabled. Data also confirmed signal loss over one hour. The probable cause was the transmitter and app were unable to establish a connection. No additional event or patient information is available.

Event description:
It was reported that a signal loss occurred frequently between (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient's face started twisting. The patient checked their cgm and it was showing signal loss at the time (the patient was already aware of the signal loss prior to experiencing the symptoms). The patient was unable to recall how much time had passed from becoming aware of the signal loss to experiencing the symptoms. The patient did not have a glucometer at the time to check their bg and they did not provide any sort of treatments as well. The patient's daughter took the patient to the emergency room (ER). While at the ER, the bg was over 500mg/dl, however, the dexcom app still displayed signal loss. The patient was treated with insulin via injection and IV fluids. The patient was admitted to the hospital room with the same medication until stabilized and stayed at the hospital for 2 days, the patient had removed their sensor on the 2nd day of the admission because it was still showing signal loss. At the time of the report, the patient is feeling good and stable. Data has been requested but is pending evaluation. A follow-up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.